Event description:
Customer called and stated that she has some issues with her insulin pump it was alarming no delivery. Customer states that she also has a crack on her reservoir compartment and also the belt clip is broken. Customer also stated she received a low battery alert, change her battery and the insulin pump turned off with a full battery in place. Advised to discontinue use, return the insulin pump and to revert to a back up plan. Nothing further was reported.

Manufacturer narrative:
The insulin pump was unable to prime during prime test due to faulty force sensor. Unable to perform the no delivery test due to prime anomaly. Unit was received with normal operating currents, no unexpected low battery alarm noted. Unit received with cracked case at display window corners, battery tube threads, reservoir tube lip, belt clip slot, minor scratched on display window and missing end cap sticker.